Event description:
The pt reported that she was not getting air and the ventilator was not blowing as it normally does. It was also reported that the pt's husband disconnected the pt from the ventilator and did not feel any flow coming out of the pt circuit. There was no audible alarm when the reported problem occurred. The pt was placed on another ventilator. No reported harm to the pt.

Manufacturer narrative:
The MFR was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator also passed the final test procedure without exception. The alarm functioned correctly in all test cases. Internal inspection revealed no anomalies. Analysis of the event trace revealed no unusual alarm conditions or incidence counts. All event trace entries are consistent with normal ventilator operation.